Event description:
It was reported to medtronic neurosurgery that the patient underwent csf shunt surgery due to hydrocephalus. According to the report, before the operation, when the doctor tested the product, he found that the valve was blocked. According to the report, the doctor used a new valve to complete the surgery. Reportedly, the patient is currently fine.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, leak, reflux, pressure-flow and pre-implantation testing. The returned catheters were patent and passed leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris in the interior and exterior of the devices. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.